Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after the anchor was positioned, when the device/sheath assembly was being withdrawn, the anchor was unintentionally withdrawn together with the assembly because the anchor was not properly fixed, so hemostasis was not achieved. The following information was provided by the user facility: the angio-seal device was replaced by a new one to achieve hemostasis again. Subsequently, hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 6 fr. Patient had no health damage.